Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal stiffness ("my back feels like it is so stiff"), insomnia ("insomnia") and fatigue ("feeling exhausted"). The patient was treated with surgery (surgery for essure removal (hysterectomy)). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, musculoskeletal stiffness, insomnia and fatigue outcome was unknown. The reporter considered fatigue, insomnia, medical device removal and musculoskeletal stiffness to be related to essure. The reporter commented: she was wondering if she moving to much. Concerning the injuries reported in this case, the following one/ones were reported via social media: surgery most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received event insomnia and new reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal stiffness ("my back feels like it is so stiff"). The patient was treated with surgery (surgery for essure removal (hysterectomy)). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal and musculoskeletal stiffness outcome was unknown. The reporter considered medical device removal and musculoskeletal stiffness to be related to essure. The reporter commented: she was wondering if she moving to much. Concerning the injuries reported in this case, the following one/ones were reported via social media: surgery. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received: event my back feels like it is so stiff was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: surgery. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.